Event description:
It was reported to st. Jude medical that the pt presented with an impedance anomaly. The lead was tested and was found to be normal. The physician explanted the ICD due to the impedance anomaly.